Manufacturer narrative:
Though there was no patient injury or impact on the intended surgery, a MDR is filed as the industry continues to file these events with FDA.

Event description:
According to dr (B)(6)'s office, it was discovered that the pilot drill broke after drilling into the osteotomy. When the pilot drill broke, the clinician was able to retrieve the broken piece without issue. There was no patient injury and surgery was able to be performed as intended.